Event description:
It was reported that there was a motor stall seen in the event logs without a motor stall recovery. The motor stall was dated as occurring on (B)(6) with ¿stopped pump¿ occurring two days later. It was indicated that there hadn¿t been an MRI around the date of the stall. The patient did not experience withdrawal symptoms, but had felt a little tired and was nauseous on and off since a couple of weeks prior. The device system had been used to deliver bupivacaine and morphine. It was also stated that the patient had procedures in the operating room on (B)(6) for nerve blocks, though it was unclear if there was a relation to the event. Five days later, it was reported that the pump was being replaced on the day of report. At that time, the pump had 10 months remaining before the elective replacement indication was triggered.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Additional information received reported that the device system was used to infuse morphine sulfate and bupivacaine. The patient was also taking "oral opioids for breakthrough," specifics were not provided." Past medical history included "severe crps x 20 years" (complex regional pain syndrome). The rest of the past medical history and oral medications reported were illegible. It was noted that the cause of the motor stall was "unclear, probably as in the warning letter." A dye study was done on (B)(6) 2013, no results were reported. It was noted that the patient was doing "good" and was receiving effective therapy. Catheter tip was located at t4 (thoracic 4). It was noted that the pump was returned to the manufacturer.